Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device inappropriately shut down and then failed to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.